Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime. The customer was driving while calling and she was on a back up plan. The caller mentioned that the insulin pump does not have the dome label sticker and the drive support cap was sticking out. The customer also stated that she has been hospitalized in this year due to dehydration, hyperglycemia, and her blood glucose was in the upper 200s mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.